Manufacturer narrative:
A supplemental report is being device evaluation. Product event summary: the pump (B)(6) and the associated outflow graft (lot no. 1533042) were not returned for evaluation. The reported low flow and low power events were confirmed via log file analysis, which revealed a decrease in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters below normal operating range, and seventy-three (73) low flow alarms logged since (B)(6) 2024. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding and thrombus are known potential complications associated with the implantation of a vad. Based on the risk documentation, possible causes of the reported low flow and low power events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system ¿outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 31-jul-2023/lot#:  1533042 UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-jul-2018 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented with symptoms of a gastrointestinal bleed. International normalized ratio (inr) was greater than 10. The patient received 2.5 milligrams (mg) of oral vitamin k and then 10 mg of intravenous (IV) of vitamin k. The inr went from greater than 10 to 1.0 in two days. The patient was admitted to intensive care unit (ICU) with a lactate of 7. An intra-aortic balloon pump was placed and the patient is on multiple IV medications. There was concern for thrombus and the patient was taken to surgery where an obstruction was removed from the outflow graft. The vad remains in use. No further patient complications have been reported as a result of this event.